Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was missing pixels. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.